Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had an infection at infusion set insertion site and was treated with topical and oral antibiotics. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012282, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6012282. The count of complaint is 3 which is equals 3. Further investigation is required via CAPA determination assessment using statistical analysis. The complaint numbers are: (B)(4). Device history record (DHR) review: the lot 6012282 was manufactured according to the work instruction (wi) version 30 manufactured in inset 30 l01, on 11-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The subassembly bag sealing lot 5c01524 was manufactured according to the work instruction (wi) version 30 manufactured in sco7 on 11-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The subassembly gluing tube lot 5c01521 was manufactured according to the work instruction (wi) version 60 manufactured in inset 30 l01, on 08-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: the reference samples were already tested in the complaint (B)(4). In order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non conformance (nc) raised during production related to complaint code, the thresholds of 3 reportable complaints are met for the lot in question and serious injury/death, further actions are required. This complaint requires further corrective and preventive action (CAPA) determination assessment.